Event description:
Patient states that he was able to observe a visible gap between the piston and the reservoir during priming. Patient attempted to prime set again with same result. No insulin was flowing when motor on pump stopped, but there was a visible gap between pump piston and reservoir. Malfunction was solved by changing infusion set. Malfunction occurred prior to use.

Manufacturer narrative:
Evaluation summary: one used device was returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connecter vent test. Furthermore, the used sample failed flow test of the tubing. Unused devices: no unused samples were returned for evaluation. Reference samples: no lot number was available. Testing and review of retained material could not be performed. (B) (4).